Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the unit changing modes on its own during set up. There was no patient involvement. The system was switched out to proceed with the surgery.